Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported via nbir the following. Left side removal due to "suspected/actual rupture/deflation(left), change shape/size/style (left) ." Device has been explanted.